Manufacturer narrative:
(B)(4). The field service engineer replaced the product start up kit and fan (B)(4) which solved the problem.

Event description:
Customer words: during the examination the system: "16001" occurred.